Event description:
It was reported that during the implant procedure prior to wound closure, this left ventricular (lv) lead exhibited noisy signals that were over-sensed resulting in pacing inhibition. The physician elected to explant and replace this lv lead with a new lead to resolve the event. The patient was stable with no adverse consequences. This lead is expected for analysis, but has not yet been received.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was previously reported that this event occurred during the implant procedure prior to wound closure, however, it was determined that this event actually occurred after the lead had already been implanted. This left ventricular (lv) lead exhibited noisy signals that were over-sensed resulting in pacing inhibition. The patient was hospitalized and the physician elected to explant and replace this lv lead with a new lead to resolve the event. The patient was stable with no adverse consequences. This lead is not expected to be returned for analysis.